Event description:
It was reported that after 18 years in service, this right ventricular (rv) lead presented high capture threshold and a steady increase in impedance measurements, but they were still within range. The lead was tested with a pacing system analyzer (psa), so the issues were traced back to the lead. Subsequently the lead was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that after 18 years in service, this right ventricular (rv) lead presented high capture threshold and a steady increase in impedance measurements, but they were still within range. The lead was tested with a pacing system analyzer (psa), so the issues were traced back to the lead. Subsequently the lead was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.